Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.

Event description:
It was reported that there was a suspected connector problem. There was poor atrial sensing and capture noted, along with variable and high impedance noted on the atrial lead. The device was explanted and replaced. There were no reported patient complications as a result of this event.